Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation at 8.9 cm to 9.4 cm, 9.7 cm to 9.8 cm and 15.9 cm to 16.0 cm from the connector pin. External abrasion breaching the outer coil was also noted at 35.6 cm to 36.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.